Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative erased the flash nodes, reformatted the hard drive and reloaded the system software. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed a generator error message. No patient injury was reported.